Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was 5 ml of fluid which leaked from around the rbc (red blood cell) dispenser. The leak was contained within the instrument. The customer also reported the rbc recovery on one level of the quality control shifted out of range high. The customer discontinued use of the instrument and no patient samples were impacted. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, goggles, and labcoat when the leak was identified. There was no report of exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found a small hole in the yellow stripped pinch tubing at pinch valve pv8 and replaced the tubing and the pinch valve to resolve this issue. The fse confirmed the qc (quality control) recovery returned back to the expected means (target value) by running all 3 levels of 5c controls. The instrument was verified and validated. (B)(4).